Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to a low blood glucose (bg) level of 58 mg/dl; due to basal rate setting that was too high. Customer declined follow up, no additional information could be obtained.